Manufacturer narrative:
A UDI code is not available since the device lot/serial number is not available. (B)(4).

Event description:
On an unknown date, approximately two years ago ((B)(6) 2017 will be used as implant date), this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and a gore® excluder® iliac branch endoprostheses. It was reported the patient returned to the hospital (date is unknown, will use (B)(6) 2019 for date of event) for follow up and interventional radiology (ir) noted that the patient had a partially occluded external iliac limb. The physician is taking a wait and watch approach since the patient is tolerating the partial occlusion. No further information is available.